Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/2/2025 h6 component code: g07002 - no device problem found this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Six unopened samples were received for analysis. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2025 and suture was used. During an unknown cardiovascular procedure that the surgeon broke three sutures in a row while tying. Broken suture was removed and a new like suture was used to continue. Surgeon stated that removing the broken suture raises the risk of bleeding. The procedure was delayed by an unknown length of time. There were no adverse consequences for the patient. Six sterile samples returning.